Event description:
Ruptured silicone breast implants. Diagnosed health problems: silicone immune dysfunction, atypical connective tissue disease, mastodynia, atypical neurological disease, peripheral neuropathy.